Event description:
I received a total right hip replacement on (B)(6), 2009 by doctor (B)(6) at (B)(6) med ctr. The system used was a depuy corail stem, size 12 with a standard +8.5, 36mm ceramic head ball. Cup used was a 52 pinnacle sector cup with ultrex polyethylene liner. I have experienced pain in the right hip area ever since the operation. Dr (B)(6) put me on physical therapy a couple of times, prescribed injections -performed by dr (B)(6) at (B)(6)- and a CT scan. Dr (B)(6) was not sure what was causing the pain but he insisted it was not the hip. My hip never improved under his care. I went to see dr (B)(6) of (B)(6) this past spring for a second opinion. He injected cortisone directly into the joint which was not done previously and it helped a little. However, he had a difficult time in inserting the needle into the hip joint because there was a lot of buildup -plaques-. He said that I would need another operation to remove the buildup but could not guarantee that the pain would be alleviated.